Manufacturer narrative:
Corrected to reflect patient information, corrected health effect - impact code: there was no patient involvement.section a, a1,a2, a4 a5 a6 and b5. D3, h6: updated. D9: 1/28/2025. H3: one device was received. Device was visually and functionally tested but the customer reported complaint could not be confirmed or replicated. A probable cause was unable to be found. Device passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump "failed gravemtric test went over the 21.2ml intended delivery". Status of the product at the time of the event was during testing. No additional information provided.